Event description:
It was reported that patient had multiple impedances on the leads and migrated. It was noted that patient needs to charge the implantable pulse generator more often and patient was not able to get enough pain relief. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 17490454. Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 17427664.